Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report a product complaint, and also received via a patient support program (psp), concerns a (B)(6) female patient of unknown ethnicity. No medical history and concomitant medications was provided. The patient received insulin lispro (humalog), 1.5 iu, three times a day, unknown administration route, for the treatment of diabetes, beginning on an unknown date. On an unknown date, unknown time after starting insulin lispro via a humapen savvio (red) device, the patient experienced loose tooth, only stuck in the root of tooth. Per physician recommendation, tooth needed to be extracted by a dentist. In addition, on unspecified date, humapen dose knob was not dialing and was not injecting the medication; further described, it does not turn front or back, it was jammed. This humapen savvio (red) device was associated with product complaint (B)(4), lot number 1410v01. Due to the pen jam, the patient would receive the medication via a syringe. Information regarding corrective treatment and outcome was not provided. The patient continued therapy with insulin lispro. The patient was the operator of the device and it was unknown if the patient was trained. It was unknown how long the device model had been used and the reported device as well. The suspect humapen savvio (red) device associated with product complaint (B)(4) was returned to the manufacturer on 27aug2018. The reporting consumer did not relate the event to the insulin lispro therapy, but related it to the diabetes condition. Update 15aug2018: additional information received on 10aug2018 and 13aug2018 from company's intermediary (patient support program) and from initial consumer was processed in the same case entry. Added a second consumer as a reporter; added patient support program as a reporter. Corrected initial receipt date from 08aug2018 to 09aug2018. No further information received. This case remains non-valid. Update 20aug2018: this case was initially determined to be non-valid since only a procedure had been reported (no event). Additional information received on 14aug2018 from initial reporting consumer, which contained valid event. Updated non-valid event of tooth extraction to loose tooth. Updated action taken assessment from unknown to no change. Upon review, added patient s demographics (age) and added dosage regimen. Edit 14sep2018: upon internal review, with regards to information received on 14aug2018, it was found this case was wrongly considered as non-valid; therefore, this edit was made in order to turn the case valid. In addition, upon internal request, narrative has been updated from abbreviated to expanded. Also, removed assessment for device malfunction from yes to blank and corrected causality assessment from not reported to no. Narrative and correspondent fields updated accordingly. Update 14sep2018: additional information received on 27aug2018 from the global product complaint database. Updated humapen savvio (red) device from concomitant to suspect, the medwatch fields with device information, and the european and canadian (EU/ca) device information. Added event of no adverse event for the suspect humapen savvio (red) device associated with product complaint (B)(4) with malfunction yes/cirm, which was returned to manufacturer on 27aug2018. Reprocessed pc (B)(4). Case priority, corresponding fields and narrative updated accordingly. Edit 19sep2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 03oct2018 in the b.5. Field. This is a downgrade report, which no longer meets the criteria for expedited reporting. No further follow-up is planned. Evaluation summary: a female patient reported that the dose knob of her humapen savvio device was not turning, that it was jammed and not applying insulin. No adverse event was reported. Initial screening of the device associated the case with the reportable malfunction "clicker clip/sleeve engagement failure." Investigation of the returned device (batch 1410v01, october 2014) determined that this case was not associated with this reportable malfunction. The investigation found damage to multiple internal components of the device which would cause operational issues with the device to include dialing a dose, injecting a dose, and dialing past 60 units. The damage occurred in the field and is not related to the manufacturing process. This field damage is not considered to be a reportable malfunction. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. In addition, a batch record review was conducted and did not show any indication of the complaint issue. The core user manual instructs to not use the device if it appears broken or damaged and to contact lilly or a healthcare professional for a replacement pen. The user manual also provides care and storage directions. There is evidence of improper use. The damage to the device occurred while in the field (not related to the manufacturing process).

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report a product complaint, and also received via a patient support program (psp), concerns a 51-year-old female patient of unknown ethnicity. No medical history and concomitant medications was provided. The patient received insulin lispro (humalog), 1.5 iu, three times a day, unknown administration route, for the treatment of diabetes, beginning on an unknown date. On an unknown date, unknown time after starting insulin lispro via a humapen savvio (red) device, the patient experienced loose tooth, only stuck in the root of tooth. Per physician recommendation, tooth needed to be extracted by a dentist. In addition, on unspecified date, humapen dose knob was not dialing and was not injecting the medication; further described, it does not turn front or back, it was jammed. This humapen savvio (red) device was associated with (B)(4). Lot number 1410v01. Due to the pen jam, the patient would receive the medication via a syringe. Information regarding corrective treatment and outcome was not provided. The patient continued therapy with insulin lispro. The patient was the operator of the device and it was unknown if the patient was trained. It was unknown how long the device model had been used and the reported device as well. The suspect humapen savvio (red) device associated with (B)(4). Was returned to the manufacturer on 27aug2018. . The reporting consumer did not relate the event to the insulin lispro therapy, but related it to the diabetes condition. Update 15aug2018: additional information received on 10aug2018 and 13aug2018 from company s intermediary (patient support program) and from initial consumer was processed in the same case entry. Added a second consumer as a reporter; added patient support program as a reporter. Corrected initial receipt date from 08aug2018 to 09aug2018. No further information received. This case remains non-valid. Update 20aug2018: this case was initially determined to be non-valid since only a procedure had been reported (no event). Additional information received on 14aug2018 from initial reporting consumer, which contained valid event. Updated non-valid event of tooth extraction to loose tooth. Updated action taken assessment from unknown to no change. Upon review, added patient s demographics (age) and added dosage regimen. Edit 14sep2018: upon internal review, with regards to information received on 14aug2018, it was found this case was wrongly considered as non-valid; therefore, this edit was made in order to turn the case valid. In addition, upon internal request, narrative has been updated from abbreviated to expanded. Also, removed assessment for device malfunction from yes to blank and corrected causality assessment from not reported to no. Narrative and correspondent fields updated accordingly. Update 14sep2018: additional information received on 27aug2018 from the global product complaint database. Updated humapen savvio (red) device from concomitant to suspect, the medwatch fields with device information, and the european and canadian (EU/ca) device information. Added event of no adverse event for the suspect humapen savvio (red) device associated with (B)(4). With malfunction yes/cirm, which was returned to manufacturer on 27aug2018. Reprocessed (B)(4). Case priority, corresponding fields and narrative updated accordingly. Edit 19sep2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 21sep2018: additional information was received from the global product complaint database on 21sep2018. Reiterated (B)(4). With lot number 1410v01 relating to the humapen savvio (red) device. As a device specific safety summary was not provided, the malfunction and malfunction type was not updated to no. Corresponding fields and narrative updated accordingly. Update 03oct2018: additional information received on 03oct2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, improper use and storage from no to yes, and malfunction from yes/cirm to yes/not cirm. Added date of manufacturer for the suspect humapen savvio (red) device associated with (B)(4). Which was returned to the manufacturer. Corresponding fields and narrative updated accordingly. Edit 11oct2018: updated medwatch fields for expedited device reporting. No new information added.